Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2010 due to patient allegations of femoral loosening, metallosis and debris. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in revision operative notes indicates presence of brownish gray material, osteolysis, and the acetabular cup was loose with no bone ingrowth. The femoral stem was noted to be well fixed and therefore was not removed. The acetabular cup, modular head and taper adapter were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions...particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." "Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00281 / 00283). The user facility was notified of the event on february 29, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was not reported at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2008 and that a revision procedure was performed on (B)(6) 2010 due to femoral loosening, metallosis and debris. Operative notes confirmed the femoral stem was well fixed and remains implanted. The acetabular cup, modular head and taper adapter were removed and replaced.